Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of a stenotic occlusion of the left common iliac artery with a gore® viabahn® vbx balloon expandable endoprosthesis. The device was advanced over a .035" wire through a 7fr sheath. While tracking though the iliac artery the stent came off the balloon catheter. It was in an acceptable location, so the stent was ballooned where it landed. There were no adverse outcomes for the patient.